Event description:
It was reported that cartridge alarms occurred during insulin delivery and an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer loaded a new cartridge to resolve the issue. Customer went to the emergency room. Customer¿s blood glucose level was over 400 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Additionally, it was reported that multiple malfunction alarm occurred. The customer's blood glucose level was 265 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.